Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump was not stopped definitively. Several boluses were launched as evidence by the photos to restart the pump. The patient overdosed, the pump was emptied, and the catheter was aspirated, filled with saline and put on minimum flow. Currently, the patient had withdrawal symptoms and oral baclofen had been started as a relay. The pump was still in place.

Manufacturer narrative:
H6 correction/update: the previously applied device code a1407 was indicated in error. The codes f08 and f1903 were not included on the initial report in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 160.1 mcg/day via an implantable pump. It was reported that the pump had been alarming for three days. The patient was described as deaf and did not hear a pump alarm. The patient presented symptoms consistent with underdosing. Upon checking the system, a message appeared indicating that the motor had stalled and the pump had been stopped for 67 hours and 43 minutes regarding service code 234. The patient had no recent magnetic resonance imaging (MRI) scans or possible exposure to a source of interference or magnets. As per the log provided, the service code 234 regarding loss of treatment and service code 232 regarding a warning of risk of underdosing were displayed. The healthcare provider planned to check the remaining volume of medication in the pump, which should be approximately 15 ml. The possibility of inspecting the rotor to check the pump¿s functionality and to see if it restarts or has restarted was being considered. It was later further reported on (B)(6) 2026, that the physician tried to restart the pump but there was no result. The physician also had withdrawn the expected 15 ml. It was later further reported on (B)(6) 2026, that the pump finally started again after more than 68 hours of break, but they did not know what dose was going through. They kept the patient in the hospital. The decision was made to stop the pump definitively and the code for doing so was sent on (B)(6) 2026. No pump was to be explanted, but no explant date was scheduled as of on (B)(6) 2026. The pump currently remained implanted and out of service as of on (B)(6) 2027. The patient was without injury regarding their status as of on (B)(6) 2026. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.